Event description:
While completing routine scheduled maintenance on a customer's unicel dxc 600 pro synchron system, a beckman coulter (bec) field service engineer (fse) observed a leak at reagent probe b. The fse wore personal protective equipment consisting of gloves and a laboratory coat while working on the instrument. There was no report of operator injury or adverse effect as a result of this event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
Evaluation of the instrument by the fse revealed a collar wash valve malfunction was the cause of the reagent probe b leak. The fse replaced the reagent probe b collar wash valve to resolve the leak. (B)(4).